Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the c-ring was split in half. The c-ring assembly was inspected under a microscope; the c-ring displayed signs of exposure to heat at the fracture site. This type of failure is consistent with the application of heat from the hemopro tool while in close proximity with the c-ring assembly. Based upon the evaluation results, the reported complaint was confirmed for c-ring fracture due to heat exposure. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that towards the end of an endoscopic vein harvesting procedure, the c-ring broke in half on the vasoview hemopro 2 with vasoshield. The second piece was retrieved fro the long plastic sleeve. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.